Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain and irritation at the ipg site affecting daily life activities. As such, surgical intervention took place on (B)(6) 2026 wherein ipg pocket revision was performed to address the issue.